Manufacturer narrative:
It was reported that the patient was hospitalized for the peritonitis and two other indications on an unreported date at the end of (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis were not reported. The patient was hospitalized for the peritonitis and two other indications. At the time of this report, the patient was recovering from the peritonitis event. No further information was provided regarding whether dianeal therapy was ongoing. No additional information is available.